Event description:
It was reported that the patient had two episodes of falling with the most recent to include "passing out." Diagnostic testing showed the right ventricular (rv) lead impedance increasing. Patient was also noted to be in complete heart block. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.